Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; cracked battery compartment. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: during investigation, the battery compartment was found to be cracked at the threads on the side and below the grip pad. Moisture corrosion was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and moisture corrosion was found in the printed circuit board on the continuous glucose monitoring module.